Manufacturer narrative:
(B)(4).

Event description:
A physician reported the patient was previously receiving lioresal via their implanted intrathecal pump. The patient was currently receiving gablofen via their implanted pump. Drug concentration, dose rate, drug lot number, and therapy dates were unknown / not reported regarding lioresal intrathecal and gablofen intrathecal. The indication for use regarding the pump was intractable spasticity and cerebral palsy. The patient never reached efficacy and now the pump was at end of service (eos) which was confirmed by the healthcare provider (hcp) on (B)(6) 2015. The patient was able to stand and pivot pre-pump implant, however over the course of 6 to 12 months post implant the patient was no longer able to stand or pivot. The date of the event was "2009". The event was described as having occurred gradually vs. Suddenly. The reporter could not recall any other differences in symptoms / issues. It was noted that they had "no clue" of the cause and were not able to make an association between the pump implant / intrathecal baclofen (itb) therapy and the issues the patient experienced. No actions/troubleshooting/diagnostic testing was performed per the reporter's recollection. The patient was put on oral baclofen and there was no change noticed except for increased tightness and spasms in the patient's legs / pulling up of patient feet while on the oral baclofen. Drug concentration, dose rate, and drug therapy dates regarding oral baclofen were not reported. The reporter confirmed the patient was still on oral baclofen. Over the next year the physician planned to "thoroughly evaluate" the patient while the patient was receiving oral baclofen and decide if another implant would benefit the patient or not. No further information was reported. A supplemental report will be provided as additional information becomes available.